Event description:
Follow-up revealed the patient's ipg was explanted and replaced. Surgical intervention addressed the patient's issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient hasn't recharged their ipg as recommended. In turn, the patient lost stimulation due to their ipg being inoperable. As a result, the patient plans to undergo surgical intervention.